Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a review of the data from this patient's remote monitoring system noted stored atrial tachycardia response (atr) episodes. The caller stated that the clinic thought the episodes were the result of atrial fibrillation (af). However, it looked as if the episodes were due to noise and atrial pacing impedance measurements greater than 2000 ohms. The patient was brought into the clinic for evaluation and the noise was reproduced during isometrics. The physician chose to reprogram the device to dddr as he does not use the atrial lead. The physician will continue to monitor this patient. The patient has many other serious health issues that have nothing to do with his device so they would not consider a lead revision. No adverse patient effects were reported.

Manufacturer narrative:
It was reported that this atrial lead was removed from service and replaced due to the clinical observations noted on the initial report. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being processed due to additional pertinent information.